Event description:
It was reported that approx 6 years post vena cava filter implant, CT imaging demonstrated two detached filter limbs in the right ventricle. Open heart surgery was performed. No additional information is available at this time.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.